Event description:
Shortly after implanation of an interstim neurostimulator, the patient developed drainage and pain at the device pocket site. Cultures of the device pocket were taken and were negative. The patient was treated with oral and IV antibiotics and the device system explanted. The infection is reported as resolved.